Event description:
Customer in 2003 tested the patient with the freestyle meter getting results of 105 and 108 mg/dl. They felt the patient was experiencing hypoglycemia and treated patient as such. They then called 9-1-1 and the paramedics took a test with an unknown brand meter about 30 minutes later getting a result of 42 mg/dl. Caller states that the paramedics treated the patient with dextrose.